Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support reviewed faxed copies of instrument reports on 09jan2018, and also used a remote elctronic connection method on 09jan2018 to assess the instrument test well image in question, and determined that the instrument test well images in question were visually negative. The product had already expired, so the immucor laboratory was able to review previous testing of retention product from 05dec2017, which performed as expected at that time.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6) 2017.